Event description:
Additional information received from a healthcare provider stating that replacing the recharger resolved the recharging issues and connection issue. The cause of the recharging issue was noted as unknown. Furthermore, it was noted that the sensation was only felt during charging session. The cause of the burning and shocking sensation was determined to be a faulty recharger. The burning and shocking sensation was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that by patient that they have talked to their clinician last week about the issues they are having with the recharger and they feel the recharger is faulty. Patient said when the recharger burns and shocks them while they are recharging. Patient said they also have had a hard time connecting to the ins and it took 3 hours to charge. Patient said the recharger loses connection even when they don't move at all. Patient said when they feel the burning and shocking, the recharger is in the belt and their underwear are between the recharger and ins. Patient said they feel the shocking when the recharger is searching. During call, patient was asked to palpate skin, patient stated they were able to feel all 4 sides of the ins. When patient was trying to power on the recharger the patient said the recharger kept going inactive and wouldn't power on. Patient said the recharger would beep once then the power button would turn orange. It was reviewed with patient to reset the recharger. After resetting the recharger the patient saw the 3167 code in which they dismissed and was able to turn on the recharger. It was then reviewed with patient to position the recharger over the ins with clothing between recharger and skin. Recharger was not in the belt. Patient was able to connect to the recharger with an underwear, pj bottoms and t-shirt between the recharger and the skin. Patient was able to connect to the ins and didn't feel any sensation while the recharger was connecting. Patient had an excellent connection then felt a shocking sensation while charging the ins. Patient said the shocking sensation was at the ins site. Patient then said the recharger went inactive and they again saw the 3167 code. Patient mentioned they are meeting their healthcare professional (hcp) on (B)(6) 2021 to set up the new recharger. Patient said they have had all kinds of issues and had to change programs. Patient said they had issues with the recharger at the hospital and thought it was because there wasn't a good connection at the hospital. An email was sent to the repair department.